Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient had dizziness and pre-syncope due to the device having a pacing issue. Pauses were seen in alignment with the patient's symptoms. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.